Manufacturer narrative:
(B)(4).

Event description:
It was later reported that baclofen underdosing and withdrawal occurred.

Event description:
It was reported that the catheter dislodged while the patient was having lumbar spine surgery on (B)(6) 2013. The patient came into the clinic for a pump refill on (B)(6) 2013. It was discovered at the visit that the catheter had been dislodged during the earlier lumbar spine surgery. The patient had symptoms of increased itching, spasticity and irritability. They had to wait until the patient recovered from the lumbar spine surgery before replacing the catheter. The pump and catheter were then replaced. The pump was replaced because it was nearing end of life. The patient recovered without sequela. The severity of the event was noted to be ¿moderate¿. The pump was delivering lioresal. It was later reported that on (B)(6) 2013 an x-ray showed ¿no alignment abnormality or other new abnormality¿. On (B)(6) 2013, a CT scan without contrast showed ¿reposition of a baclofen pump with the catheter/tip now coursing inferiorly and terminating at the s2 level.¿

Event description:
Additional information was received and it was reported that the patient¿s therapy was interrupted by the ¿malfunctioning catheter¿; the patient experienced underinfusion related to the event.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).